Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of six (6) years due to unknown reasons.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (type of investigation). H11: corrected data: corrected section h6 (health effect - clinical code).

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of six (6) years due to aortic stenosis and regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of six (6) years due to aortic stenosis and regurgitation. Per ipr it was learned that the patient underwent the tavr procedure after an implant duration of six (6) years, one (1) month resulting in the implant of a 23mm 9750tfx transcatheter valve. Tte revealed good placement and seating with no significant ai. It was noted that the patient will continue medical therapy for congestive heart failure.